Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she had serter issues. Customer's blood glucose was 138 mg/dl. The serter spring is weakening. The issue was resolved by reviewing proper use of the serter and advised to return the serter if available. The customer was advised that we will ship a replacement.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.